Event description:
It was reported that the healing collar did not fit into the implant. Another healing collar was used. Tooth # 24 (universal).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information and corrected information. The corrected information is that the device was not returned as previously stated in 0002023141 - 2021 - 03441. The product was not returned returned for investigation and the related event was non-verifiable. Based on the evaluation, the device malfunction is non-verifiable. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.